Event description:
It was reported that the display was dim. There was no patient involvement.

Manufacturer narrative:
"H3: device evaluated by mfg" field is updated. "H7: if remedial action init." Field is updated. "H9: correction/removal rpt num if action reported to FDA under 21 usc 360i (f), list correction removal reporting number" field is updated h3 other text : no product returned.

Manufacturer narrative:
The reported issue that the display was dim could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA (B)(4). The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement . Device has been serviced.

Event description:
It was reported that the display was dim. There was no patient involvement.

Manufacturer narrative:
The reported issue that the display was dim could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA pr (B)(4). The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement .

Event description:
It was reported that the display was dim. There was no patient involvement.